Event description:
It was reported that the catheter was difficult to deflate. Upon removal it was observed that the inflation arm/lumen appeared to be collapsed. Upon receipt of sample, balloon cuff/mushroom noted.

Manufacturer narrative:
The sample was returned. A device history record was reviewed and there was nothing found to indicate there was a mfg related cause for this event. The finished product met all specifications prior to being released for general dist. During visual evaluation, a cuff roll was not observed. The catheter was inflated with 10 cc of a mix of blue methylene and tap water using a syringe and deflated by its own. After deflation cuff roll was formed. Dimensional evaluation revealed that the catheter was manufactured according to the specifications. (B)(4).